Event description:
International affiliate reports the distal tip of the viper x-tab polyaxial driver broke off from the instrument. Additional time was required while the surgeon tried to place screws without the tip on the driver but there were no adverse consequences to the patient. Reports the breakage was obvious but does not know if the breakage occurred prior to or during surgery. The broken tip was not found in the patient or in the instrument set. As it is possible that an unintended portion of the device could have been left securely contained within the hex of an implanted screw, a medwatch report is being filed to document this event.

Manufacturer narrative:
Visual examination of the returned screwdriver confirmed the tip to be broken off and missing. Review of device history records confirmed the instrument was manufactured to specification requirements. The root cause cannot be positively determined. However, the application of atypical force upon the driver during screw insertion can result in this type of breakage. At this time, the complaint is considered to be closed.